Manufacturer narrative:
Section h10: (b2) outcomes attributed to adverse event: added check for hospitalization - initial or prolonged. (B7) implantation surgery: 2017. (D1) equinoxe. (E3) occupation: physician. (H3) the revision reported may have been the result of not fully assembling the humeral liner to the adapter tray at the time of the original surgery, which led to disassociation of the humeral liner from the adapter tray and subsequent dislocation. However, this cannot be confirmed because the backside of the humeral liner is too damaged to determine if the locking button completely assembled to the mating feature of the tray during the original surgery. (H6) evaluation codes: 1924, 2923. Section h11: *the following sections have corrected information: (b5) as reported, the patient had a revision on (B)(6) 2019 due to dislocation. The x-rays showed that the tray and poly were sitting outside of the glenosphere and that the poly wasn't fully seated. (G3) report source: should of been health professional on initial report. No information provided in the following section(s): a2, a3, a4, a5, b6, d6, d11, g5, g8, h4, h7, h9.

Event description:
As reported, the patient had a revision on (B)(6) 2019 due to dislocation. The x-rays showed that the tray and poly were sitting outside of the glenosphere and that the poly wasn't fully seated.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to dislocation. Dislocation shown on x-ray. The tray and poly were sitting outside the glenosphere and the poly wasn¿t fully seated.